Event description:
On (B)(6) 2012, it was reported that the vns patient had undergone vns revision surgery on (B)(6) 2012, prior to the patient passing away on (B)(6) 2012 (death reported on manufacturer report # 1644487-2012-03095). The reason for the revision surgery was noted to be high impedance. It was reported that the patient's generator had been disabled on (B)(6) 2011, due to the high impedance. The patient's programming history was reviewed but information was only available up until (B)(6) 2011, which did not indicate high impedance. It was later reported that the high impedance was first observed on (B)(6) 2011; the patient was then put on the waiting list for replacement of vns and the patient went on a holiday for six months. No x-rays had been taken and no manipulation was suspected. It was reported that the explanted products will not be returned to the manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.